Event description:
A consumer reported that she developed loose stools after using fixodent denture adhesive. She stated that she has used this product many times and initially didn't think her reaction had anything to do with the product and used it again. She claims that she got very ill (fever, gastrointestinal symptoms) and it took several days to resolve. She states that she noticed the product looked somewhat gray in color. She purchased it on 12/26/98.